Manufacturer narrative:
Additional information: there are 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6). Haptic detached. (B)(6). No product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 68 events is as follows: cartridge damaged, difficult to use, lens damaged, stuck in cartridge; 1 cosmetic issues 10; cosmetic issues, device partially delivered, stuck in cartridge 1; cosmetic issues, haptic damaged 1; cosmetic issues, lens damaged 1; cosmetic issues, override 1; delivery issue, device advancement issue, iol torn, preloaded plunger did not lock 1; delivery issue, haptic detached 1; device advancement issue, haptic detached 1; device partially delivered, lens damaged 1; difficult to use, lens damaged 1; haptic damaged 9; haptic damaged, stuck in cartridge 2; haptic detached 7; haptic detached, preloaded plunger did not lock 1; iol torn 4; lens damaged 20; lens damaged, stuck in cartridge 3; uncontrolled delivery 1; unspecified/other w/ patient involvement 1. Serial number of the suspect product: (B)(4). 44 investigations were completed, and 24 investigations are pending from this period. Breakdown of 44 completed investigations: (B)(4). The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 68 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Breakdown of 1 investigation with respective serial number is as follows: (B)(6). No issues identified the investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
There are 25 investigations completed during this period. (B)(6), no issues identified; (B)(6), no product returned; (B)(6), no issues identified; (B)(6), dc-override,dc-stuck in cartridge; (B)(6), dc-cartridge tip cracked/damaged,dc-override,dc-stuck in cartridge; (B)(6), no product returned; (B)(6), lens cut,dc-haptic detached; (B)(6), dc-lens damaged,dc-override,dc-stuck in cartridge; (B)(6), no product returned; (B)(6), no product returned; (B)(6), dc-lead haptic not folded,dc-stuck in cartridge; (B)(6), lens cut,dc-cosmetic issues; (B)(6), no product returned; (B)(6), no product returned; (B)(6), no product returned; (B)(6), no product returned; (B)(6), dc-damaged / broken,dc-override,dc-stuck in cartridge; (B)(6), dc-cartridge tip cracked/damaged; (B)(6), dc-cartridge crack,dc-cartridge tip cracked/damaged,dc-lens damaged,dc-stuck in cartridge; (B)(6), no product returned; (B)(6), no issues identified; (B)(6), no product returned. Unknown, not applicable. Thru follow-up information, it was clarified that this is a duplicate. And related to events that are not reportable. (B)(6), no product returned; (B)(6), no product returned. Regarding serial# (B)(6) . This serial# was initially reported as a malfunction against the cartridge in MDR# 2648035-2020-00797. However, thru follow-up, the customer explained that the lens split, and the event is against the iol and not the cartridge. Therefore, the follow-up information is captured under this MDR addressing lens damage. The investigations concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Correction: in the initial vmsr # 2648035-2020-00796. Section b5: we reported <noe> 68 </noe> malfunction events related to lens damage. Upon further review it was determined that there are 69 events. Section h11: the breakdown of 68 events increases to 69 and updated/added lens damaged 1 section d4: gets updated with the additional serial# (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Corrected data: a retrospective review of vmsr events was conducted and some discrepancies were noted which corrections are being completed. This is to correct the follow-up#2 vmsr filing# 2648035-2020-00796 submitted january 31, 2021. The correct information is <noe> 71 </noe> malfunction events which includes serial numbers (B)(6). Section h10 reported 69 events. The correct number is 71 events which includes the suspect product serial numbers (B)(6). Consequently, the count for lens damaged is updated from 20 to 22. Lens damaged 22 the investigations were completed for serial numbers 2531851911 and 3496461912. 2531851911 no product returned 3496461912 no product returned the investigations concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 70 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events